Event description:
Pleurx rocket catheter stent from "rocket ipc insertion set" became stuck upon removal from right chest during procedure. Stent/wire retrieved by pulling and was notably stretched and elongated at the tip upon removal. Xray imaging was done at end of procedure to confirm no presence of foreign body was retained, xray believes there might be a small fragment retained. Dr. Has ordered a catscan to confirm. CT negative.